Event description:
Customer reportedly obtained results of 75 mg/dl, 254 mg/dl, and 417 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Customer was unsure which strip lot produced specific results. Reference medwatches for potential systems used.